Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted, therefore not explanted. Section d4: serial number: unknown; requested but not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section e1: telephone number: (B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation as it was discarded, and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon was implanting the preloaded intraocular lens (iol) in the left eye, but it got tangled in the injector, damaging the lens. It was noted that only the cartridge tip was in contact with eye. The lens was not implanted. The issue was identified during handling, before insertion. The procedure was completed successfully using an aspherical monofocal lens. It was noted that there was a 5-10 minute delay in the procedure. No suture, incision enlargement, or vitrectomy was required. There was no patient injury. The end user did not seek medical care. Directions for use were followed. The patient is doing well post-operatively. The device was discarded. No further information was provided.